Event description:
It was reported that during patient treatment, there was no measured expired tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, there was no measured expired tidal volume. Our field service engineer (fse) confirmed the reported issue in the device logs but could not reproduce it. Users told the fse that ventilation was carried out with a heated humidifier but without a protective filter fitted at the expiratory inlet. Excessive moisture have likely condensed in the expiratory flow measurement channel and thereby affected the flow measurement. The ventilator was returned to the customer after passed functional tests. No part was replaced and no further problems have been reported. The evaluation of received device logs shows several clinical alarms indicating insufficient ventilation/leakage and high pressure. At 01 am on (B)(6) 2020 alarms for low expiratory minute volume and technical error in the expiratory cassette were generated that indicates the reported event. September 01 will be used as the date of event. The expiratory channel is a measuring device. The ventilator's user¿s manual includes a warning that if active humidification is used, the user must carefully monitor the airway pressure and continuously check to ensure that possible condensation created in the expiratory side does not affect ventilator performance. Our conclusion in this matter is that the experienced problem was caused by the user's failure to use a protective filter/water trap before the the ventilator's expiratory inlet. During the service, no ventilator malfunction could be demonstrated.

Event description:
Manufacturer's ref #: (B)(4).